Manufacturer narrative:
H3 device evaluation - a review of the information provided pertaining to slimplicity anterior cervical plate (acpxxx) has been conducted. A plate evaluation is not possible as the product remains implanted. There is no additional evidence that can be established that would suggest that the product did not meet product specifications at the time of use. The provided radiographs confirm that a rivet appears to be broken and that the screws at c7 were backing out but there is not enough information to determine the cause. As the plate remains implanted and lot identification is not available, device history review and lot specific complaint history review is not possible. Two-year complaint history review did not identify a trend for reports of this nature for this product family. As root cause could not be identified and there was not a trend for reports of this nature identified, the need for corrective action is not indicated.

Event description:
It was reported that the patient underwent a c5-c7 acdf procedure sometime on or around (B)(6) 2019. Subsequently, a revision was performed on (B)(6) 2019, to address locking tab breakage and scew backout in c7. Two 4.0x14(sdf4014) screws and a broken tab were removed. The plate remains in place with the four remaining screws.

Manufacturer narrative:
Patient information - not provided. Catalogue number - specific part number is unknown. Lot number - unknown. Unique identifier (UDI) number - unknown (without specific part i.d.). Occupation - other; sales representative. Device evaluation - evaluation of cervical plate it not possible as it remains implanted. Following evaluation of the screws and broken tabs removed, a follow-up medwatch report will be submitted. Device manufacture date - unknown without part/lot identification.

Event description:
It was reported that the patient underwent a c5-c7 acdf procedure sometime on or around (B)(6) 2019. Subsequently, two locking tabs broke and the screws located in c7 began to back out. Surgery was performed on (B)(6) 2019 to remove the broken tabs and two screws. The plate remains in place with the four remaining screws.